Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457445 lead; 383069 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement procedure, the right atrial (ra) lead had no capture. It was noted that a chest x-ray revealed the ra lead dislodged. During lead revision, after the lead was revised the physician went to reattach the lead into the header and the wrench would not engage into the setscrew. The physician could not screw the lead back into the setscrew. The device was explanted and replaced, and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.